Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. The root cause of the discrepant negative crossmatch results could not be determined, although it could not be excluded to be associated with unexpected non-reactivity due to an incorrect sample preparation protocol. There was no evidence of any systematic failure of the mts anti-igg gel card to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported events. Email address for contact office in above is (B)(6). (B)(4).

Event description:
Report 2 of 2. A customer reported discrepant negative crossmatch results for a patient sample during a correlation study for validation of their ortho workstations. Patient sample is a known fya positive sample; sample ID (B)(6). Donor information: competitor anti-sera; anti-fya. The customer reported that on (B)(6) 2020, they had tested a patient sample (sample ID (B)(6)) for crossmatch testing using ortho mts anti-igg grouping card lot 072020001-02, anti-fya and mts diluent 2 on the ortho vision mts analyzer and had obtained the following results: donor ID; results obtained: (B)(6) - incompatible (1+ reaction strength); (B)(6) - indeterminate; (B)(6) - incompatible (1+ reaction strength); (B)(6) - incompatible (2+ reaction strength); (B)(6) - incompatible (1+ reaction strength). The customer reported that on (B)(6) 2020, they had retested this patient sample for crossmatch testing using ortho mts anti-igg grouping card lot 072020001-02 and anti-fya with their ortho workstations (B)(4) and that they had obtained the following results: donor ID ; results obtained: (B)(6) - compatible. (B)(6) - compatible. (B)(6) - compatible. (B)(6) - incompatible (1+ reaction strength). (B)(6) - compatible. The customer reported that the crossmatch testing was repeated twice by alternative laboratory technicians and the same results were obtained. Ortho care discussed the details of their manual gel processing with the customer. The customer stated that patients and donors are centrifuged to a packed cell for preparation. Ortho care explained that the steps they are using are indicated for use with qc procedures and that the preferred process for creating 0.8% suspensions for donor/patient cells is adding 1 ml of mts diluent and 10ul of packed red cells. Ortho discussed the possibility of the unexpected non-reactivity observed can be attributed to an incorrect preparation and advised that the customer performed repeat testing using the preferred method. It is unknown if the customer performed these recommendations.